Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on an unspecified day in (B)(6) of 2014. The patient manages her diabetes with oral medication (metformin) and denied making any changes to her usual diabetes management regimen due to the meter issue. However, the patient claimed she developed symptoms of ¿nausea, headaches, thirst, dizziness, frequent urination and a urinary infection¿ two to three days after the issue started. The patient reported going to the ER (date not provided) and being treated with antibiotics for a urinary infection. The cca was unable to confirm whether the patient¿s blood glucose was tested with any other device. At the time of troubleshooting, the cca noted that the patient did not have all the testing supplies to confirm alleged meter issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/ symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.